Event description:
Total hip: long white handle threaded cup inserted from trident tray was used to insert a tritanium window trial size 58. The surgical tech cross threaded the window trial onto the handle causing the grooves on insertion handle and window trial to be damaged. Immediately the extra insertion handle was used from acetabular reamer tray.

Manufacturer narrative:
An event regarding a surgical tech cross threading the window trial onto the handle causing the grooves on insertion handle and window trial to be damaged involving a universal impactor/positioner was reported. The event was not confirmed. Review of the device history records indicates the lot was manufactured and accepted into final stock on 23-may-2003. There has been (B)(4) other event for the lot referenced. The other event was not related to thread related concerns. Visual inspection noted normal wear of the device during it's 12 year usage. The threads of the device did not exhibit any damage. Conclusion: visual and functional analysis results indicate the impactor was fully functional. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Total hip: long white handle threaded cup inserted from trident tray was used to insert a tritanium window trial size 58. The surgical tech cross threaded the window trial onto the handle causing the grooves on insertion handle and window trial to be damaged. Immediately the extra insertion handle was used from acetabular reamer tray.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.